Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact; however the insulin pump passed functional testing including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner and minor scratched display window.